Manufacturer narrative:
Severity: 3 (critical)- there might be a shift of 10 mm if this issue is not detected in more than one fraction. This might lead to dose to wrong location. Probability: c (remote)- 0.1-1 occurrences in 1000 (0.01%-0.1%) probably will not occur. Larger shifts are obvious for the user, warning message appears in rtt, selected isocenter name is displayed in the ui of rtt. No other products are concerned. Corrective actions: no immediate actions are required. An update of risk analysis is to be evaluated and corresponding adequate actions to be performed. Correction of the failure /inadequate design will be fixed with net va 10c and corresponding adequate actions is to be performed by the psg (monitored by dcu). In case further actions are required by the final investigation the responsible psg (prospective development) /pqg (installed base) is responsible to set up and document these accordingly on request of dcu.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. For a konrad plan, at selected the wrong reference point as locked planning isocenter. Instead of the marked reference point positioned at the isocenter location, the application automatically selected another reference point present in the dataset. It is unknown if there was any injury or mistreatment. The root cause for the problem is that beam names are different in the exported dicom rt plan and in the exported rtp file of konrad. For this reason, at the end of the first treatment, the update of beam isocenters in the lantis plan on the rtt will fail. Nevertheless the reference to the structure set will be copied to the lantis plan. For this reason, the lantis plan will be loadable on the second day of treatment, but the beam isocenter information will not be available. So at will either select a reference point based on the information that it was selected as "marker" in vsim, or not automatically select any reference point as isocenter automatically. In both cases the user has to manually select the correct treatment isocenter to get the correct offset.